Event description:
It was reported that the patient presented to the operating room for a routine pulse generator replacement procedure. During procedure, multiple failed attempts to release the atrial lead from the pulse generator due to a setscrew anomaly were observed; it was noted that different wrenches and drill bits were unsuccessfully used to turn the setscrew. The physician elected to cap and replace the lead, and the pulse generator was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.